Event description:
On (B)(6) 2026, a family member reported a patient (pt) experienced a corneal ulcer when wearing an acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). The pt was contacted and reported waking up on(B)(6) 2026 with pain in the right eye (od), cloudy peripheral vision, and was unable to open the eye due to extreme light sensitivity. The pt called an eye care professional (ecp) who prescribed moxifloxacin od for use every hour (q1h). The pt visited the ecp on (B)(6) 2026, was diagnosed with a corneal ulcer od, and was instructed to continue moxifloxacin od q1h. The pt returned for a follow-up visit on 08apr2026. Moxifloxacin was decreased to every 4 hours (q4h) and prednisolone acetate was added q4h od. At a follow-up visit on (B)(6) 2026, the pt was advised the "infection was gone but has scarring od that is closer to the pupil and is the reason for the light sensitivity." The pt reported the od vision "cleared up after infection resolved but od remains light sensitive." The pt was cleared to resume cl wear; however, is currently wearing glasses. The pt is an experienced wearer of the brand, inserts new cls each day, discards the cls daily, does not shower in cls, and always washes hands. On (B)(6) 2026, an email was received from the treating office indicating that the patient was not treated for a corneal ulcer in the right eye (od). A follow-up email was sent on (B)(6) 2026 requesting confirmation of any diagnoses or treatments related to the od. On (B)(6) 2026, the eye care professional (ecp) confirmed via phone that the patient had been evaluated by another provider within the practice for the od and agreed to provide additional details regarding the event via email. On 04jun2026, an attempt was made to obtain additional medical information from the ecp with no success. No additional information has been received. This od corneal ulcer event is being reported as the pt¿s diagnosis and treatment has not been verified with the treating ecp and is unconfirmed. A comprehensive review of the manufacturing records for lot number j003v1b was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.